Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. The patient reported that years ago, they had spoken to someone in the clinic about their handset ticking/lagging at 90% no matter how they manipulated it when they were trying to give themselves a bolus. They were not sure if the person was a medtronic representative or not. They were told that it didn¿t matter because they could take the equipment off of themselves and it would move up to 100%. When the person was there, they showed them, and it did not do it. They told the patient that it must be because they were in the clinic or whatever, but they could do it at home, but it never did. The patient stated that they just didn¿t worry about it, and stated that they had also told the nurses that would come and give them a refill and nothing ever got done about it.